Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown and the patient was lost to follow up. No further information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Device will not be explanted or returned for evaluation. It is unknown if an autopsy was performed. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23-may-2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected. Section d6a: date of implant corrected. No further information was provided. The manufacturer is closing the file on this event.